Event description:
A malfunction with code 24 was reported, causing the customer's blood glucose level to rise above 500 mg/dl, with the exact value indicated as "high." The customer addressed the issue by administering a corrective injection using multiple daily injections (mdi) and did not require assistance beyond normal third-party support. As a resolution, the customer was advised by technical support to switch to a backup insulin pump and was sent a replacement pump. The customer received guidance on handling the return of the problematic pump.